Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the essure device was pulled out of the cornu and removed") in a female patient who had essure inserted (lot no. 67411-invalid) for female sterilisation. The patient had a medical history of endometrial ablation, cesarean section (cesarean section - 2), dyspareunia, vaginitis bacterial, dysmenorrhea, panic disorder, menorrhagia, anemia, post coital bleeding, parity 2, gravida ii, depression, hypothyroidism, anxiety, endometrial ablation, kidney stone, hydronephrosis and abnormal uterine bleeding. The patient had a family history of diabetes mellitus and heart disease, unspecified. On (B)(6)2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus , possible bs). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-no number of coils inside cavity: 4 discrepancy in sd: procedure performed: dilation and curettage of the uterus, hysteroscopy exam, and novasure ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48.959 kg/sqm. [Computerised tomogram] on 06-sep-2021: findings: pelvis: appendix appears unremarkable. Uterus is present. Bilateral coils are seen within the fallopian tubes. Impression: right hydronephrosis and hydroureter, without definite obstructing stone. Findings may be related to a recently passed kidney stone [hysterosalpingogram] on 29-jul-2019: finding: contrast does not extend out the fallopian tubes, consistent with good occlusion of the fallopian tubes by the essure placement. Impression: status post essure device placement within the fallopian tubes with good occlusion noted. [Pathology test] on 29-dec-2022: gross description: bilateral fallopian tubes with essure are 2 tortuous. Also received freely floating in the container are 2 coiled gray metallic wires ranging in length from 5 to 15cm, with an average diameter of 0.1 cm. According to bayer qa, the lot number 67411 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-feb-2024: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the essure device was pulled out of the cornu and removed") in a female patient who had essure inserted (lot no. 67411) for female sterilisation. The patient had a medical history of endometrial ablation, cesarean section (cesarean section - 2), dyspareunia, vaginitis bacterial, dysmenorrhea, panic disorder, menorrhagia, anemia, post coital bleeding, parity 2, gravida ii, depression, hypothyroidism, anxiety, endometrial ablation, kidney stone, hydronephrosis and abnormal uterine bleeding. The patient had a family history of diabetes mellitus and heart disease, unspecified. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus , possible bs). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-no number of coils inside cavity: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48.959 kg/sqm. [Computerised tomogram] on (B)(6) 2021: findings: pelvis: appendix appears unremarkable. Uterus is present. Bilateral coils are seen within the fallopian tubes. Impression: right hydronephrosis and hydroureter, without definite obstructing stone. Findings may be related to a recently passed kidney stone [hysterosalpingogram] on (B)(6) 2019: finding: contrast does not extend out the fallopian tubes, consistent with good occlusion of the fallopian tubes by the essure placement. Impression: status post essure device placement within the fallopian tubes with good occlusion noted. [Pathology test] on (B)(6)2022: gross description: bilateral fallopian tubes with essure are 2 tortuous. Also received freely floating in the container are 2 coiled gray metallic wires ranging in length from 5 to 15cm, with an average diameter of 0.1 cm. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: mr received : lot number race information, reporters information medical history and surgical pathology reports were added event-"medcal device removal updated to device breakage" rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the essure device was pulled out of the cornu and removed") in a female patient who had essure inserted (lot no. 67411-invalid) for female sterilisation. The patient had a medical history of endometrial ablation, cesarean section (cesarean section - 2), dyspareunia, vaginitis bacterial, dysmenorrhea, panic disorder, menorrhagia, anemia, post coital bleeding, parity 2, gravida ii, depression, hypothyroidism, anxiety, endometrial ablation, kidney stone, hydronephrosis and abnormal uterine bleeding. The patient had a family history of diabetes mellitus and heart disease, unspecified. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus , possible bs). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-no. Number of coils inside cavity: 4. Discrepancy in sd: procedure performed: dilation and curettage of the uterus, hysteroscopy exam, and novasure ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48.959 kg/sqm. [Computerised tomogram] on (B)(6) 2021: findings: pelvis: appendix appears unremarkable. Uterus is present. Bilateral coils are seen within the fallopian tubes. Impression: right hydronephrosis and hydroureter, without definite obstructing stone. Findings may be related to a recently passed kidney stone. [Hysterosalpingogram] on (B)(6) 2019: finding: contrast does not extend out the fallopian tubes, consistent with good occlusion of the fallopian tubes by the essure placement. Impression: status post essure device placement within the fallopian tubes with good occlusion noted. [Pathology test] on (B)(6) 2022: gross description: bilateral fallopian tubes with essure are 2 tortuous. Also received freely floating in the container are 2 coiled gray metallic wires ranging in length from 5 to 15cm, with an average diameter of 0.1 cm. Lot number 67411 is in valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the essure device was pulled out of the cornu and removed") in a female patient who had essure inserted (lot no. 67411-invalid) for female sterilisation. The patient had a medical history of endometrial ablation, cesarean section (cesarean section - 2), dyspareunia, vaginitis bacterial, dysmenorrhea, panic disorder, menorrhagia, anemia, post coital bleeding, parity 2, gravida ii, depression, hypothyroidism, anxiety, endometrial ablation, kidney stone, hydronephrosis and abnormal uterine bleeding. The patient had a family history of diabetes mellitus and heart disease, unspecified. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus , possible bs). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery -no. Number of coils inside cavity: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48.959 kg/sqm. [Computerised tomogram] on (B)(6) 2021: findings: pelvis: appendix appears unremarkable. Uterus is present. Bilateral coils are seen within the fallopian tubes. Impression: right hydronephrosis and hydroureter, without definite obstructing stone. Findings may be related to a recently passed kidney stone [hysterosalpingogram] on (B)(6) 2019: finding: contrast does not extend out the fallopian tubes, consistent with good occlusion of the fallopian tubes by the essure placement. Impression: status post essure device placement within the fallopian tubes with good occlusion noted. [Pathology test] on (B)(6) 2022: gross description: bilateral fallopian tubes with essure are 2 tortuous. Also received freely floating in the container are 2 coiled gray metallic wires ranging in length from 5 to 15cm, with an average diameter of 0.1 cm. According to bayer qa, the lot number 67411 is invalid. The most recent follow-up information incorporated above includes data received on: 14-dec-2023: update of information (batch is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4633 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.